Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that the surgeon went to fire the ax55b; it fired but no staples were found anywhere. The case was completed by suturing. There was no consequence to the pt.